Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports on the (B)(6) 2017 the patient incurred peritonitis as a result of a rupture of the peritoneal dialysis catheter. The pd tube was damaged near the stomach. The patient had stopped peritoneal dialysis treatment. The patient sought intervention and purchased medicine to manage the issue.